Event description:
The pt reported charging issues between the implant and the external equipment. An advanced bionics rep performed device evaluation. The problem was not confirmed. The pt has decided to explant the system.